Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The catheter was found to have a hole in the balloon. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2010. During the procedure, there was a sudden loss of pressure and the balloon burst. The catheter was removed from the patient and a hole in the balloon was noted. A second catheter was used to complete the procedure with no adverse patient consequences.